Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The video cable is broken and therefore error 218 occurs should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damaged fiber bonding in the outer tube area at the distal end. It was also noted that the protector of the video cable section was cut, the video cable was broken, error 218 occurred, and the image displayed a green coloration. There was no patient involvement.